Event description:
The patient had an embolism in the leg and the physician implanted a stent to push the embolism on the vascular wall. A pronto catheter was used for a thrombectomy and while removing the pronto catheter, the silva tip got stuck on a stent strut. When the physician forcibly removed the catheter, the silva tip was missing.